Manufacturer narrative:
Mfg dates: battery sn (B)(4): 10/08/2019, battery sn (b)(4: 03/23/2020. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's monitor was unable to power on.

Manufacturer narrative:
Supplement report 01/29/2021: device evaluation of monitor sn (B)(6) has been completed.  The reported problem (unable to power on) was confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca.  Additionally, contamination was discovered on the pcbs on the ca board. The root cause for the shorted c1 capacitor could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. H4. Mfg date: monitor sn (B)(6) : 03/05/2015. H4. Mfg dates: battery sn (B)(6): 10/08/2019. Battery sn (B)(6) 03/23/2020. Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery. Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's monitor was unable to power on.